Event description:
The customer reported problems with the joystick. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick. The system operates as intended.